Event description:
The fse reported a collimator iris pot error. This error disables x-ray functionality of this system. There I no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was evaluated and replaced, and a calibration was performed. The system was tested and found to be working as intended and returned to service.